Event description:
Literature was reviewed regarding two cases of refractory electrical storm (es) occurring shortly after pulse field ablation (pfa) in patients with severely impaired left ventricular function. Only the first case used the pulseselct system. The patient developed non-sustained ventricular tachycardia (vt) and ventricular fibrillation (vf) post-operatively. The vt/vf persisted despite intravenous anticholinergic agent and magnesium and required repeated defibrillation. Veno-arterial extracorporeal membrane oxygenation (va-ec mo) support was required. Coronary angiography showed no obstructive coronary artery disease or angiographic vasospasm. Va-ECMO was successfully withdrawn the day after the ablation procedure. There was no recurrence of atrial fibrillation (af) or malignant ventricular arrhythmias (va) at the three-month follow-up. The status of the devices is unknown. No additional adverse patient effects were reported.

Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. This event occurred outside the us. Patient information is limited due to confidentiality concerns. The patient developed non sustained ventricular tachycardia (vt) and ventricular fibrillation (vf) post-operatively. The vt/vf persisted despite intravenous anticholinergic agent and magnesium and required repeated defibrillation. Veno-arterial extracorporeal membrane oxygenation (va- ECMO) support was required. Coronary angiography showed no obstructive coronary artery disease or angiographic vasospasm. Va-ECMO was successfully withdrawn the day after the ablation procedure. The baseline gender/age characteristics is male/59 years old. The model listed in the report is a representative of the model family, as there is no specific model listed. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information was made. If additional information is obtained regarding this event, it will be added, and a supplemental report will be submitted accordingly. Referenced article: electrical storm after pulsed field ablation of atrial fibrillation in patients with impaired left ventricular function circulation: heart rhythm; 2026 doi: 10.1016/j.hrthm.2026.05.054 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.